Event description:
It was reported that during surgery, it was noticed the blue laser markings on the base trays was eroded and on rasps. The rasps were cleaned with a pulsavac kit.

Manufacturer narrative:
This report will be amended when our investigation is complete.